Manufacturer narrative:
An RMA was issued to the customer requesting to have the fenestrated bipolar forceps instrument returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). Isi has made several attempts to obtain the RMA with no success.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had damaged plastic at the distal tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was thermal damage to the plastic. No material was missing or detached.